Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Patient had heard a pump alarm on the (B)(6) 2017 and went to the hospital on the (B)(6) 2017 for checking the pump. No alarm could be heard. Interrogation with the pump failed. Communication error. A cross check with a demo pump and an other cu shows that the communication with the implanted pump failed but the cu´s are working fine. Further information received from switzerland revealed: due to the increasing dystonia we are sure that the drug delivery was stopped. As interrogation with the pump (sn: (B)(4)) failed with different cu we can be sure that there is a malfunction of the pump. The patient got oral medication. As the oral therapy was not satisfying the patient got a new pump today.